Event description:
It was reported that stent damage occurred. The 80-90% stenosed, 38mm in length target lesion was located in the moderately tortuous and moderately calcified, 3.5mm in diameter left anterior descending artery. A 38 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, upon crossing the calcified lesion, the proximal end of the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: a promus premier ous mr 38mm x 3.50mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Stent struts in the proximal section were bunched. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. An examination (visual and via scope) found no issues with the tip. No other device issues were noted during analysis.

Event description:
It was reported that stent damage occurred. The 80-90% stenosed, 38mm in length target lesion was located in the moderately tortuous and moderately calcified, 3.5mm in diameter left anterior descending artery. A 38 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, upon crossing the calcified lesion, the proximal end of the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.